Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument jaws were not aligned. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found one grip was bent, causing side-to-side misalignment of the grips. There was a .124 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the instrument was found with the pitch cable frayed at the distal idler. No damage was found on the clevis. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the mechanical indentations damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.